Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that a patient overdose occurred post-op (post operatively). The patient stopped breathing during the night of (B)(6) 2015 following new pump implant. At the time of the event, the patient had been through recovery and was in the intensive care unit post-op. The healthcare professional (hcp) gave orders to turn the pump down to the minimum rate. Whether narcan or any other intervention was administered was unknown. The patient was seen for her post-op visit and was doing well and receiving good therapy. The pump was used to infuse morphine (infumorph). No surgical intervention occurred or was planned, and the pump remained in use. The patient was listed as alive with no injury at the time of this report. If additional information is received a follow up report will be sent.